Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by technical services team. The event history log was checked with no events related to failures in the electrical system or any other alarm associated to the reported event. Evaluations to the electrical systems were performed, and the device met all requirements. A service history review revealed no previous service events were related to the reported condition. The reported event is not confirmed. Root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver notified baxter call center that they had detected a kind of electric shock when she touched the machine and then touched the patient. The electric shocks were felt only when she touched the patient, not the machine. A patient was involved; however there has not been reported injury or medical intervention.